Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated age (reported as in (B)(6)). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned product found that only 21.3 cm of the distal shaft (including the tip and balloon) was returned. There was blood in the guide wire lumen and on the loosely folded balloon and contrast in the inflation lumen, consistent with preparation and use of the product in the patient anatomy. The distal shaft had separated 18.6 cm proximal to the proximal seal. The fracture face was stretched and jagged which suggests that the separation may be related to tensile overload (material stress/fatigue). There was a kink in the distal shaft 5cm proximal to the proximal seal. Factors that can contribute to shaft separations include, but are not limited to, manufacturing, handling during preparation, product placement technique, fracture/kinked shaft, or weak seals. To ensure this is not a result of a manufacturing deficiency, all products are visually inspected for damage during the manufacturing process, including at the point the product is placed in the coil dispenser. In this case, it is possible that resistance was encountered during retraction of the promus sds over the guide wire or with the lesion, and as resistance was encountered, if excessive force was applied, this would contribute to the shaft ultimately separating; however, as no resistance was reported this could not be confirmed. Several attempts were made to obtain clarification from the account regarding the case details; however no further information was available. In this case, with the limited information available received about the complaint, a conclusive cause for the reported shaft separation could not be determined. A review of the finished product lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents reported for shaft separations for this lot.

Event description:
It was reported that during a procedure in an unspecified vessel, the 2.5 x 15 mm promus stent was advanced and deployed without issue. During removal of the promus stent delivery catheter, it was noticed that the shaft was separated in two pieces. There was no resistance noted during the procedure. The procedure was completed successfully with no complications. There were no adverse patient effects. No additional information was provided.